Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Friend/family member reported that when the patient got the implant "the thing never worked." It was clarified that the implant would not hold a charge. It was reported that last year they put the implantable system into MRI mode and "hasn't been using the thing at all." On (B)(6) 2020 they worked with a rep over the phone to charge their implant. It was unclear if troubleshooting was successful. On (B)(6) 2020 the patient went in for an MRI and was unable to connect to implant and confirm MRI mode. They were unable to do the MRI. Manufacturer representative later reported the patient saw a por message. The device was reportedly overdischarged, the rep started a prm. It was later reported that there was reportedly an issue with the recharger (insr) following 1 pmr conducted on the ins. The rep did 1-60 min pmr on the ins, pressed the green button saw that no device could be found (ie: reposition the antenna for 97754 devices), pressed the x button then the screen got stuck on what the rep said was the insr charging screen like the insr was plugged into the wall which it wasn't. The rep was unable to reset the insr at the time of the report. The rep was going to continue to do pmrs until the ins was responding and they see the por screen or the eos screen as they suspect that the patient has had more than one od event. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the recharger issues was not determined. The cause of the implant not holding a charge was due to the patient not charging or keeping the device charged. After the recharger was reset it appeared to be working correctly.